Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: pressure does not rise due to cracked cuff connector no delay in treatment or harm to the patient, user or third party was reported to hamilton. Still under investigation.